Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the monopolar curved scissors be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer complained about observing charring/melting on prograsp forceps instrument when monopolar curved scissors (mcs) instrument was used for applying energy to tissue for obtaining hemostasis. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: both the instruments (prograsp forceps and mcs) were inspected prior to use with no damage or anything out of ordinary to be observed. Thermal damage was first observed during intra-operative use. The prograsp forceps instrument did not collide with mcs instrument during the procedure. Customer was unsure if there was arcing noticed during the procedure. There was no injury to the patient. The instrument was returned to isi for evaluation. Photographic images or video recordings of procedure were not provided for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have localized melting on the main tube near the distal end. A review of the procedure logs confirmed there was another energy producing instrument in the procedure. The complaint regarding charring/melting was confirmed by failure analysis. Common causes of the failure mode thermal damage main tube are attributed to inadvertent energy application from a monopolar instrument. Root cause attributed to the user.